Event description:
Related manufacturer reference numbers: 2017865-2022-00955. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead and right ventricular (rv) lead both exhibited noise. It was also noted that there were insulation breach on both leads. The atrial lead and the rv lead were repaired on (B)(6) 2022. The patient was discharged.